Event description:
Complainant alleged that during a routine preventative maintenance check, the device's main control switch was found to be loose, causing the misalignment of selected energy levels. The customer indicated that they intend on making the repairs to the device. The complainant indicated that there was no pt involvement in the reported failure.